Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: e volutr-26, serial/lot #: (B)(4), ubd: 20-mar-2020, UDI#: (B)(4). The device has not been returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the nosecone caught the paddle during retrieval resulting in the valve dislodging towards the ascending aorta. Subsequently, a second transcatheter bioprosthetic valve was successfully implanted. No additional adverse patient effects were reported.